Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8. The device was returned to olympus for inspection and the reported failure was confirmed due to damage on the charge-coupled device (ccd) unit. In addition, the following reportable malfunctions were identified during the device evaluation: foreign material - video connector - metal contacts caused b30 (scope communication) error. There was foreign material crystallization in the insertion tube and the light guide lens. A root cause could not be identified. Based on the results of the investigation and previous investigations through the product technical investigation (pti) process, reasonably known information suggests probable causes such as an environment problem like as dust/dirt/humidity, and electrical problems like as signal loss or open circuit. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the bronchovideoscope experienced an image blackout during the angulation adjustment. The issue occurred during inspection for use. There were no reports of patient involvement.